Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to high out of range impedance measurements. Technical services (ts) was consulted and reviewed stored data, with loss of capture (loc), noisy signals noted and pacing inhibition noted due to oversensing of the noisy signals. X-ray imaging was performed, with lead damaged suspected but inconclusive. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had its lead safety switch (lss) activated for its right ventricular (rv) lead due to high out of range impedance impedance measurements. Technical services (ts) was consulted and reviewed stored data, with loss of capture (loc), noisy signals noted and pacing inhibition noted due to oversensing of the noisy signals. X-ray imaging was performed, with lead damaged suspected but inconclusive. This rv lead remains in service. No adverse patient effects were reported. This rv lead has been explanted. A new device was implanted. No additional adverse patient effects were reported.